Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es refrigerator kept failing in the intensive care unit. The customer reported that a malfunction caused a delay when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager's latch had been failing intermittently. The field service engineer (fse) replaced the latches that had been cleaned and lubricated with grease before. The fse rebooted the station and tested the remote manager in the hardware test application to ensure performance. The system functioned as intended after the field service engineer repaired the device.